Event description:
It was reported that the target lesion was in the right coronary artery (rca), with heavy tortuosity and heavy calcification. The lesion had a 99% stenosis. Pre-dilatation was performed prior to the attempt to stent. The xience v 2.5 x 8 mm stent delivery system (sds) failed to cross the lesion and while retracting the sds from the patient, a little bit of resistance was felt, which resulted in the stent implant dislodging inside the rca. The dislodged stent was able to be retrieved with a goose-neck snare successfully. The procedure was completed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and in the balloon suggesting preparation of the device. The balloon had loose folds consistent with the reported dislodgement. There were crimp marks on the balloon between the markers suggesting the stent was firmly and properly placed on the balloon at the time of manufacturing. The tip length was measured and met manufacturing criteria. There stent outer diameters were not measured because the stent implant was not returned. The reported anatomical conditions were heavy calcification and heavy tortuousity which appears to have contributed to the reported failure to cross and difficulty to remove which subsequently led to the stent dislodgement. The failure to cross, difficulty to remove and stent dislodgement appear to be related to the operational context of the procedure. All sds are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficulty to remove or stent dislodgement for this lot. Based on the investigation, there is no indication of a product quality deficiency.